Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration and perforation of the essure® device/perforation (fallopian tube(s)),right tube") and device dislocation ("migration of essure device location of device: right hemipelvic cavity,/migration of essure device location of device: pelvis") in a 44-year-old female patient who had essure (batch no. C06462) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "laparoscopic surgery for removal of the essure device which failed due to adherence to the plaintiffs cecum and pelvic sidewall.". The patient's past medical history included grand multiparity. Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), depression ("depression"), anxiety ("mental anguish") and pelvic pain ("pelvic pain"). In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, 3 months 20 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (underwent laparoscopic surgery for removal of the essure device). At the time of the report, the fallopian tube perforation, device dislocation, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, depression, anxiety, pelvic pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction and pelvic pain to be related to essure. The reporter commented: discrepancy noted. Previously reported: laparoscopic surgery for removal of the essure device. In current follow up, reported as :I do not have money and definite plans for removal at this time(per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media pelvic pain, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2018: pfs received. Concomitant drugs, concomitant conditions added. Event:lower abdomen pain added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration and perforation of the essure® device/perforation (fallopian tube(s)),right tube/failure to occlude fallopian tube,right side") and device dislocation ("migration of essure device location of device: right hemipelvic cavity,/migration of essure device location of device: pelvis") in a 44-year-old female patient who had essure (batch no. C06462) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. Previously administered products included for an unreported indication: mirena. Concurrent conditions included depression. Concomitant products included bupropion hydrochloride (wellbutrin) from (B)(6) 2014 to (B)(6) 2015, medroxyprogesterone acetate (depo provera) from (B)(6) 2014 to (B)(6) 2015, nsaid's and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia") and pelvic pain ("pelvic pain"). On (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"), 2 months after insertion of essure. On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced complication of device removal ("laparoscopic surgery for removal of the essure device which failed due to adherence to the plaintiffs cecum and pelvic sidewall.") And abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (underwent laparoscopic surgery for removal of the essure device). At the time of the report, the fallopian tube perforation, device dislocation, complication of device removal, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, depression, anxiety, pelvic pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, anxiety, complication of device removal, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction and pelvic pain to be related to essure. The reporter commented: discrepancy noted. Previously reported:laparoscopic surgery for removal of the essure device. In current follow up, reported as :I do not have money and definite plans for removal at this time(per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: unilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media pelvic pain, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-dec-2018: pfs received. Concomitant and historical drug added. Ccc updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration and perforation of the essure® device/perforation (fallopian tube(s)),right tube") and device dislocation ("migration of essure device location of device: right hemipelvic cavity,") in a 44-year-old female patient who had essure (batch no. C06462) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "laparoscopic surgery for removal of the essure device which failed due to adherence to the plaintiffs cecum and pelvic sidewall.". The patient's past medical history included grand multiparity. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), depression ("depression"), anxiety ("mental anguish") and pelvic pain ("pelvic pain"). In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, 3 months 20 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent laparoscopic surgery for removal of the essure device). Essure was removed. At the time of the report, the fallopian tube perforation, device dislocation, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, depression, anxiety and pelvic pain outcome was unknown. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion . Concerning the injuries reported in this case, the following ones were reported via social media pelvic pain, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration and perforation of the essure® device/perforation (fallopian tube(s)),right tube") and device dislocation ("migration of essure device location of device: right hemipelvic cavity,") in a 44-year-old female patient who had essure (batch no. C06462) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "laparoscopic surgery for removal of the essure device which failed due to adherence to the plaintiffs cecum and pelvic sidewall.". The patient's past medical history included grand multiparity. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), depression ("depression"), anxiety ("mental anguish") and pelvic pain ("pelvic pain"). In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, 3 months 20 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent laparoscopic surgery for removal of the essure device) and surgery (underwent laparoscopic surgery for removal of the essure device). Essure was removed. At the time of the report, the fallopian tube perforation, device dislocation, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, depression, anxiety and pelvic pain outcome was unknown. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: unilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media pelvic pain, depression. Most recent follow-up information incorporated above includes: on 8-jun-2018: pfs and medical record received. Medically confirmed case. Concomitant disease, lab data were added. Updated suspect drug indication. Events migration of essure device location of device: right hemipelvic cavity, apareunia, dysmenorrhea, dyspareunia, fatigue, depression, mental anguish, pelvic pain added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration and perforation of the essure® device/perforation (fallopian tube(s)),right tube/failure to occlude fallopian tube,right side') and device dislocation ('migration of essure device location of device: right hemipelvic cavity,/migration of essure device location of device: pelvis') in a 44-year-old female patient who had essure (batch no. C06462) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. Previously administered products included for an unreported indication: mirena. Concurrent conditions included depression. Concomitant products included bupropion hydrochloride (wellbutrin) from (B)(6) 2014 to (B)(6) 2015, medroxyprogesterone acetate (depo provera) from (B)(6) 2014 to february 2015, nsaids and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia") and pelvic pain ("pelvic pain"). On (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"), 2 months after insertion of essure. On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced complication of device removal ("laparoscopic surgery for removal of the essure device which failed due to adherence to the plaintiffs cecum and pelvic sidewall.") And abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (underwent laparoscopic surgery for removal of the essure device). At the time of the report, the fallopian tube perforation, device dislocation, complication of device removal, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, depression, anxiety and abdominal pain lower outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain lower, anxiety, complication of device removal, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction and pelvic pain to be related to essure. The reporter commented: discrepancy noted. Previously reported:laparoscopic surgery for removal of the essure device. In current follow up, reported as :I do not have money and definite plans for removal at this time(per pfs). Plaintiff received treatment for pain, migration, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: unilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media pelvic pain, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Reporter information added. Event outcome for event pelvic pain updated to recovered/resolved. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration and perforation of the essure® device") in a female patient who had essure inserted for contraception. Other product or product use issues identified: device difficult to use "laparoscopic surgery for removal of the essure device which failed due to adherence to the plaintiffs cecum and pelvic sidewall.". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent laparoscopic surgery for removal of the essure device). Essure was removed. At the time of the report, the fallopian tube perforation outcome was unknown. The reporter considered fallopian tube perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.